Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding during an undisclosed procedure, preventing user access to medication. Customer reported rebooting the device in an attempt to restore access however the device displayed a system maintenance is required message. Customer stated that the anesthesia team was unable to remove medication for the patient. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding during an undisclosed procedure, preventing user access to medication. Customer reported rebooting the device in an attempt to restore access however the device displayed a system maintenance is required message. Customer stated that the anesthesia team was unable to remove medication for the patient. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and found all drawers disconnected from the communication bus, net2 disconnected, and communication sled led indicators not working. The field service technician replaced the device's communication sled to resolve. Customer confirmed device operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-jul-2020 to 27- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system barcode scanner stopped working. A field service engineer found station drawer was not detected on bus, net2 disconnected, leds were not operating on communication sled and replaced communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding during an undisclosed procedure, preventing user access to medication. Customer reported rebooting the device in an attempt to restore access however the device displayed a system maintenance is required message. Customer stated that the anesthesia team was unable to remove medication for the patient. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. There was no reported patient or user harm.